Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise, causing inappropriate mode switching. Electrogram review indicated that the noise may be from a lead fracture or a connection issue, such as a loose set screw. It was also noted that the impedance was consistently greater than 2000 ohms, which would indicate a loose connection.